Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). D4) catalog#: igtcfs-65-1-jug-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 h6) patient code: 2692 - no known impact or consequence to patient device code: 2981 - material twisted nvestigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: filter was deployed via the internal jugular vein and noted filter struts were crossed over each other. Filter was then snared and retrieved from patient and a new filter was placed without incident. Patient outcome: retrieval was required and new filter was placed. Procedure time was extended. Pt. Suffered no harm.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: only the filter was returned and investigation found one of the secondary legs crossing a primary filter leg and even after correcting the position, the crossing leg appeared damaged. However, no images were provided and therefore it would be inappropriate to speculate at what may or may not have caused the crossed leg, but reference is made to IFU, warning not to rotate the released filter inside the vena cava. Doing so may compromise the performance of the filter. During manufacturing processes the spring effect of every filter is 100 % controlled, as they are all deployed after advancement through a testing sheath. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.